Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection (2 grams, route, frequency, and duration not reported) for the peritonitis event. The treatment with vancomycin was advised to continue for fourteen days with unknown start and stop dates of usage. It was not reported if dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient was reported to be doing well and the peritoneal effluent fluid was clear. The patient was recovered from the event. Antibiotic treatment with vancomycin was completed on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.